Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. Fluoroscopy revealed that the lead was dislodged. The lead was capped during a routine device change out. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.